Manufacturer narrative:
(B)(4). Information was not provided by the initial contact the analysis results found that the er320 device was returned with a clip jammed in jaws; this condition prevented the device from proper feeding of the clips. The jaws were noted to be properly aligned. The jammed clip was removed from the jaws and in an attempt to replicate the reported incident; the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 13 clips as intended. The device was found to be fully functional. No conclusion could be reached as to what may have caused the returned condition of the device. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier jammed. Clip is currently seeded sideways in the jaws. It is unknown how the case was completed. There were no patient consequences reported.